Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's low blood glucose level was 46 mg/dl and the blood glucose at the time of incident was 261 mg/dl. Customer stated that they had high blood glucose of 300 mg/dl, 261 mg/dl, 269 mg/dl, 163 mg/dl, 301 mg/dl, 304 mg/dl, 383 mg/dl, 58 mg/dl. Customer experienced the symptoms related to the low blood glucose was nausea, vomiting, thirsty. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with the extra juice and breakfast. Customer declined troubleshooting for the low blood glucose.